Event description:
The facility reports the staff member was completing a shower for the resident using the shower chair. The shower was completed, and the caregiver was using the functions of the chair when the resident started yelling. The caregiver realized the resident's genitals were caught (pinched) between the bedpan front middle of the carendo chair. The resident did not need medical treatment. The resident sustained some minor bruising with no open cuts. The seat belt had not been applied, and the resident was a double-amputee.

Manufacturer narrative:
An arjo investigator examined the device and found it in excellent condition and working to specification. Based on the info provided and photos of the device, the MFR concludes the incident occurred due to the use of an incorrect and improperly located bedpan. It seems that the bedpan has been placed from above the seat and most likely has started to glide when the caregiver was using the functions (care raiser and backrest) and a pinch risk between the bedpan and front of the hole in the seat has occurred. Pictures and instructions in the chair operating and product care instructions (opi) manual show the correct bedpan (which is a different shape than what the customer is using) and means to install the pan. The MFR recommends appropriate personnel be retrained in accordance with the requirements in the opi.